Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2015 using the coolcore applicator and to the bilateral upper abdomen on (B)(6) 2015 using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the abdomen and upper back/bra area developed firm tissue. The patient was assessed by a physician who diagnosed the abdomen and upper back/bra area with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2015 using the coolcore applicator and to the bilateral upper abdomen on (B)(6) 2015 using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the abdomen and upper back/bra area developed firm tissue. The patient was assessed by a physician who diagnosed the abdomen and upper back/bra area with paradoxical adipose hyperplasia.